Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Report source: (B)(6). Concomitant medical products: gel mentor memorygel breast implant 600cc , catalog number 3506001bc, unknown sn. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a gel mentor memorygel breast implant 600cc and experienced left ruptured implant that was discovered during replacement surgery. As a result, the patient had undergone removal and replacement with non-mentor brand breast implant on (B)(6) 2019.